Event description:
The following event, based on data from the watchman flx pro surpass registry is being reported as a possible duplicate of an event that was already known to bsc and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because watchman flx pro surpass registry data is de-identified before being transmitted to bsc, there are significant limitations to bsc's ability to correlate the data to information previously reported to bsc. Initial reporter is not provided due to the terms of the watchman flx pro surpass registry. It was reported that device migration of the watchman flx left atrial appendage closure device with delivery system occurred. The patient was enrolled in the watchman flx pro surpass registry with patient identifier (B)(6). Boston scientific received notification of events for the watchman laac device reported in the acc watchman flx pro surpass registry to assess long-term safety and effectiveness outcomes associated with the use and implantation of the watchman flx pro delivery system in a routine clinical setting. Patient events were reported as event terms with no further detailed information. Data includes newly implanted patients and follow up of patients included in the previous data set. Under the terms and conditions of the registry, data is anonymized before being transmitted to bsc, thus there are significant limitations to bsc's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to bsc.

Event description:
The following event, based on data from the watchman flx pro surpass registry is being reported as a possible duplicate of an event that was already known to bsc and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because watchman flx pro surpass registry data is de-identified before being transmitted to bsc, there are significant limitations to bsc's ability to correlate the data to information previously reported to bsc. Initial reporter is not provided due to the terms of the watchman flx pro surpass registry. It was reported that device migration of the watchman flx left atrial appendage closure device with delivery system occurred. The patient was enrolled in the watchman flx pro surpass registry with patient identifier 41511905. Boston scientific received notification of events for the watchman laac device reported in the acc watchman flx pro surpass registry to assess long-term safety and effectiveness outcomes associated with the use and implantation of the watchman flx pro delivery system in a routine clinical setting. Patient events were reported as event terms with no further detailed information. Data includes newly implanted patients and follow up of patients included in the previous data set. Under the terms and conditions of the registry, data is anonymized before being transmitted to bsc, thus there are significant limitations to bsc's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to bsc. It was further reported based on data from the watchman flx pro surpass registry that a cardiac arrest occurred on the same day of the procedure.

Manufacturer narrative:
B5: describe event or problem - updated with additional event narrative. H6: patient codes - updated.